Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: were there any patient consequences? The patient's condition is stable. Was there any associated medical or surgical intervention to treat any of the patient consequences? If so, please clarify. The bleeding site was stopped by an electric knife. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent a laparoscopic unknown surgery on an unknown date and absorbable straps were used. The device (100tp8) did not deploy straps at the 1st firing, and half of the clip was ejected at first the 2nd firing. One clip popped out when an air shot with the device outside of the surgical field. The device (100esa) also did not deploy straps at the 1st firing, and the clip was adhering to the upper abdominal wall. It could not be fixed to the abdominal wall at the 1st firing, but it was confirmed that there was bleeding from the site where it was hit. The bleeding site was stopped by an electric knife. The grasping force of both devices was higher than expected. A competitive device was used as a replacement. Two devices will be returning. No further information is available.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h3, h6 h3 investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the strap12 device was returned with no apparent damage in the external components and a petri dish with three(3) straps inside. In addition, a foil pouch was received. In an attempt to replicate the reported incident, the provided device was activated manually. Four(4) straps were delivered properly. The device trigger was locked as a normal process because the lock-out indicator turned 100% orange color. After testing the device was disassembled to conduct a deep inspection and no damages were found on internal instrument components. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.